Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Date of event: the date of the event was not reported. The product lot number was not reported. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. Complaint conclusion: a report from the field indicated that during a mechanical thrombectomy of a long occlusion between the internal carotid artery (ica) and distal m1 segment of the middle cerebral artery (mca), a 5x33 embotrap ii (et009533/unknown lot #) revascularization device was used in conjunction with a 6f sofia plus aspiration catheter and marksman microcatheter to make the first pass, but the thrombus embolized to the m2 superior trunk. The region that the embotrap ii was deployed was proximal, so the physician failed to remove the thrombus and the thromboembolism occurred. The procedure was completed because the m2 had already become the ischemic core. It was stated that the first pass was performed according to the instructions for use (IFU) and resulted in a mtici score of 2b. The sales representative was notified of this event well after the event date; therefore, she is inquiring with the hospital to confirm when exactly the event occurred. No further information is available. The device was not returned for analysis and therefore no further investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed. Embolization of thrombus is a known potential complication during mechanical restoration of flow and thrombus removal procedures in which the embotrap is used. During these interventional procedures, the devices are advanced and withdrawn through pre-existing thrombotic lesions with risk of embolization of thrombus. With the information provided, it is not possible to determine the root cause of the event; however, clinical and procedural factors including clot burden, vessel characteristics, and operator technique, may have contributed with no indication of a device malfunction or performance issue. The actual severity of the event is unknown; additional intervention is needed to determine if the thromboembolism resolved without the need for intervention with no evidence of damage to vascular structure or permanent reduction of blood flow expected. Since the severity of the thromboembolism is unknown and the relationship of the device to the reported event cannot be excluded. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
A report from the field indicated that during a mechanical thrombectomy of a long occlusion between the internal carotid artery (ica) and distal m1 segment of the middle cerebral artery (mca), a 5x33 embotrap ii (et009533/unknown lot #) revascularization device was used in conjunction with a 6f sofia plus aspiration catheter and marksman microcatheter to make the first pass, but the thrombus embolized to the m2 superior trunk. The region that the embotrap ii was deployed was proximal, so the physician failed to remove the thrombus and the thromboembolism occurred. The procedure was completed because the m2 had already become the ischemic core. It was stated that the first pass was performed according to the instructions for use (IFU) and resulted in a mtici score of 2b. The sales representative was notified of this event well after the event date; therefore, she is inquiring with the hospital to confirm when exactly the event occurred. No further information was provided at the time of complaint initiation.